Event description:
Customer reported low blood glucose event. The blood glucose level at the time of the event was 40 mg/dl. Customer went low and tripped. Customer injured his ribs. The paramedics were called and transported customer to hospital. Customer was hospitalized for two days. Customer had also mentioned the accuracy of the sensors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.